Event description:
Dentist contacted ami and stated that lingual bar in the lower appliance and the shelf broke out during use.

Manufacturer narrative:
Ami has replaced the lingual bar and remade the lower appliance. (B)(4).